Event description:
The customer reported that the freedom driver exhibited a continuous fault alarm while supporting a patient at (B)(6) hospital in (B)(6). The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient, because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a continuous fault alarm while supporting a patient at (B)(6). The customer also reported that the freedom driver's beat rate was at 122bpm (beats per minute) during the reported issue although the driver was set to 140bpm and then down to 135bpm a few days prior. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's exterior revealed no abnormalities. Visual inspection of the driver's internal components revealed fractured housing bosses and the secondary motor at top dead center (tdc) position, indicating that the driver had switched to the secondary motor. Based on the damage observed and the secondary motor positioned at tdc, it is consistent with the driver being subjected to an impact shock. The driver in "as received" condition passed all required functional testing requirements with no anomalies or alarms. In addition, the driver was tested on the secondary motor; despite the fault alarm, the driver passed all pressure test requirements with no anomalies. The customer-reported fault alarm was duplicated only when the driver was forced to operate on the secondary motor. The root cause of the customer-reported continuous fault alarm and the change in beat rate to 122 bpm was the result of the driver switching from primary motor operation to secondary motor operation, which is usually caused by a drop or near-drop of the driver. Per syncardia's, freedom driver system finished assembly procedure, the secondary motor beat rate is verified to be 125 ± 5 bpm. By design, the driver will exhibit an alarm when it is operating on the secondary motor to alert the user to switch to a backup driver. The driver performed as intended at the time of the customer-reported issue. Despite the customer-reported fault alarm, there was no evidence of a device malfunction. This issue posed a low risk to the patient because by design, the driver switched to operating on the secondary motor and continued to perform its life-sustaining functions. The patient was switched to the backup driver with no adverse impact. The driver was serviced, which included the replacement of the main printed circuit board assembly (pcba), speaker pcba, piston cylinder assembly (pca), motor gearbox assemblies, motor controller pcbas, fan cover, and housings, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.